Event description:
The customer reported that the loudspeaker did not sound with 3-star alarm speaker and intermittently provides no sound or the volume is too loud or quiet. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.